Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion located in the rca. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon did not inflate. The patient is reported to be alive with no injury.

Manufacturer narrative:
The device was inspected before use with no issues noted. Negative prep was not performed.. The same inflation device had been used successfully with other devices. The procedure was completed using another stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent delivery system was returned with a guide wire was loaded in the device. The device returned with blood visible in the balloon and inflation lumen. The stent was not positioned between the markerbands as per specification due to deformation of the proximal stent struts. Deformation was evident to the most distal and proximal stent struts with the struts bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal tip which indicated a leak in the guidewire lumen. The device failed to maintain pressure, however it was possible to apply enough pressure to deploy the stent. The balloon was cut away in order to determine leak site location. Upon visual inspection of the guidewire lumen, a puncture site was evident immediately distal to the proximal marker band. The material at the puncture site was protruding outwards. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.